Event description:
New PICC line inserted. Saline and then blood backed up and leaked from the catheter thru the valves. This PICC was removed immediately from the patient, and a new one from the same lot number was inserted without incident.